Event description:
Pt called lfs and alleged that their meter was reading inaccurately erratic. The pt obtained readings of 21, 145, and 171 mg/dl. These tests were taken within 10 minutes. The pt stated that the meter was not cleaned correctly; therefore this not a valid comparison. The pt did not mention that segments were missing on the display. The pt did not report any symptoms at the time of testing. No medical intervention was required. The test strips were in good condition, codes matched, and the technique for cleaning the puncture area was done correctly. The pt stated that they did perform a control solution test but they were not able to to state if the test passed or failed. Based on the info provided, there is evidence of a meter malfunction; however, there is no evidence of a serious injury. A new meter is being sent to the pt. No further info has been reported.